Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during initial thumb advancer deployment, difficulty was encountered and exchange sheath splitting could not be completed. The safety release was activated and the device was "pulled-out" from the patient anatomy. When the device was removed, flex-guide shaft carving was noted on its distal end. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated it was fully clip-deployed, which substantiated the reported experience. The proximal end of the flex-guide was heavily carved by the delivery tubeset when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment, resulting in bent garage leaves puncturing and cutting the flex-guide. Subsequently, the thumb advancer deployment and exchange sheath splitting were disrupted. Consistent with the reported experience, the safety release was activated, but the locator wings did not collapse because the control wire was bent due to severe carving. Based on the investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.